Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the balloon of a level 1® foley catheter temperature sensor burst upon inspection in the patient's bladder. The catheter and balloon pieces were removed. All pieces of the balloon were accounted for. No permanent injury was reported, and the event outcome was reported as resolved.

Manufacturer narrative:
It was determined the reported fault was due to a supplied item. The supplier was notified of the issue. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.